Event description:
The hcp explanted the pump after an implanted duration of 48 months. It was returned to the MFR for analysis. No reason for the explant was given. A follow up report will be sent when additional info is received.